Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had foreign matter in tube; biological and non-biological and air bubbles in gel. The foreign matter occurred on 231 occasions. The air bubbles occurred on 2 occasions. The following information was provided by the initial reporter:" fm in tube x4, black spot in tube x4, dirty tube x223, air bubbles in gel x2".

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in gel, embedded fm in tube, fm-ink smear and molding defect-bubble with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. CAPA# 90580 was initiated. H3 other text: see h.10.

Event description:
It was reported before use the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had foreign matter in tube; biological and non-biological and air bubbles in gel. The foreign matter occurred on 231 occasions. The air bubbles occurred on 2 occasions. The following information was provided by the initial reporter:" fm in tube x4, black spot in tube x4, dirty tube x223, air bubbles in gel x2".